Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was a retraction issue - no retraction. The following information was provided by the initial reporter. The customer stated: "the needle didn't retract, and the spring popped off leaving the needle exposed." There was no report of adverse patient impact or injury.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 30 retention samples from bd inventory were evaluated by functional testing, each used to draw tubes and activating the needle retraction, and no issues were observed relating to separation / spring pop out as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode separation / spring pop out. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was a retraction issue - no retraction. The following information was provided by the initial reporter. The customer stated: "the needle didn't retract, and the spring popped off leaving the needle exposed." There was no report of adverse patient impact or injury.